Event description:
It was reported that the 9600 system would not fluoro prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was confirmed. The interconnect cable was repaired at the lemo connector during the service call. The system was tested and found to be working as intended and put back into service.